Event description:
Information was received that a smiths medical equator convective warming blower suddenly sparked and smoke came out of it. This has caused the product to power down. As a result, the treatment room's circuit breaker tripped and the display monitor turned off. Eventually, the medical treatment was interrupted. No patient injury.

Manufacturer narrative:
Evaluation results: one convective warming level 1 equator blower was returned for investigation in good condition with no evidence of damage. The unit was manufactured in 2017. The investigator removed the top cover for visual inspection. No evidence of arcing was found. The investigator then connected the unit to a calibrated ac power source and powered on the unit. The unit functioned as designed. The investigator selected 36, 40, and 44 degree settings. The device functioned as intended at each setting. The customer reported product problem was not replicated.